Manufacturer narrative:
Received information from the end-user indicated that the suture needle was discarded and the suture passer was retained by the hospital and therefore will not be returned for evaluation. Without the actual products, an evaluation could not be performed and the root cause of the reported problem was not able to be determined. The alleged problem of "needle stuck/jammed inside the passer" therefore could not be verified. This lot with the (B)(4) was manufactured on 18-aug-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the alleged "needle stuck" in passer. Of the lot containing 100 units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device shows a total of three (3) reports with similar problem received. (B)(4). To date, there have been no patient long terms adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The involved concept suture passer was manufactured on 14-may-2014 with no previous problems reported. The suture passer and needle were released for sale in aug-2010 and the use of this product is technique dependent. Based on available information, it is believed that the most probable cause of this reported incident was use related. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the user the following warnings: whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If the suture passer needle is not fully retracted, the suture passer will be difficult to remove from the tissue and the retriever mechanism will not have hold of the suture. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle damage/breakage and unintentional patient injury may result. Discarded and retained by user facility.

Event description:
The customer reported that during use of the suture passer with the concept suture passer in a shoulder arthroscopy rotator cuff reconstruction procedure on (B)(6) 2016, the needle got stuck when the surgeon was trying to repair the tendon. As reported, the needle was stuck in the advance position outside the jaw when the jaw closed and it jammed inside the passer. Subsequently, the white tab on the needle broke off when the surgeon tried to remove the jammed needle and this made it impossible to retract the needle back in the passer. The user facility reported that "it took a lot of maneuvers" to remove the passer and needle. This caused an hour long delay and the maneuvers used to remove the passer and needle reportedly have caused "iatrogenic injury" to the patient's tendon. As reported, the needle was discarded and the suture passer was retained by the user facility and would not be returned for evaluation. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.